Event description:
The facility representative reported failure code 570. Information was not provided regarding whether or not the failure occurred during an infusion. The device was serviced on site at the customer's location by a field service engineer. The facility representative stated that there have been no reports of any patient injury or medical intervention associated with this incident. Additional contact information was not available. No other information is known.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 17, 2007. Evaluation summary:the condition of fail code 570 was confirmed on site at the customer's location by a field service engineer. This fail code was caused by depleted batteries. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated. Service of the device was conducted on-site